Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer does not mention any symptoms. Blood glucose at the time of the admission was 447 mg/dl. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Must of troubleshooting was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit passed the delivery accuracy test. Unit received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.